Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedances on this defibrillation lead with intermittent out of range (high) measurements. The patient has not received any shock therapy since implant two years ago. New information received incdicates that the pacing impedance fluctuated 100 ohms within 10 mintues at the last follow up appointment. Updated information received indicates that during an invasive procedure while pulling on the lead it was noted that the distal high voltage terminal pin felt loose as if the set screw was not fully tightened. Lead integrity measurements performed on the chronic defibrillation lead yielded normal results. The device was explanted and replaced while the lead remains in service.